Event description:
It was reported the patient received several inappropriate shocks for over sensing. A patient alert had triggered due to the delivered therapy. The threshold and impedance on the lead were varying, increasing and non-stable. The lead was found to be dislodged due to twiddler's syndrome and repositioned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Three ventricular non-sustained tachycardia (nst) episodes of less than or equal to 200 ms on (B)(6) 2012 in the timeframe between 11:19:38 and 11:23:57 were recorded. Ventricular short interval count (v-sic) was 5203.7 counts average per day, in 2.97 days, between (B)(6) 2012 and (B)(6) 2012.